Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the instability is undetermined. A product investigation was performed for this device. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 2/1/2022 that a sign fin nail implanted to repair a fracture was replaced due to instability of the fracture. The fin nail was replaced with a 11mm x 280mm standard im nail per the sign technique manual. Surgeon comment: "this is a continued nonunion after my fin nail. On the 4th I tried placing a size 12 fin nail. In the operating room it seemed solid, but on postop film, the distal humerus had slipped on the nail, so I just placed a traditional sign nail and finally got good fixation. I used icbg, compression. Traded out the size 12 fin that I had just tried 2 days earlier and that had failed."